Event description:
It was reported that during use the device for a cardiopulmonary bypass (cpb) procedure, the level sensor was causing a 'not attached' error message to be displayed. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed consistent "level disconnected" error messages, likely caused by a defective level sensor. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: during a cardiopulmonary bypass (cpb) procedure on (B)(6) 2018, the clinicians had the red level sensor alarm cable not work according to specifications. The system was giving them a level alarm (red) not attached, but the cable was attached and mounted to the reservoir by the correct steps. The team uses gel to lubricate the sensor, and waits the appropriate amount of time to load their sensor cables to the sensor pads. The team opted to exchange the red alarm cable on bypass, and the system worked to specifications the remainder of the procedure. The incident did not delay the surgical procedure. There was no blood loss or harm associated with the occurrence.